Manufacturer narrative:
Occupation is lay user/patient. The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek xs pst meter serial number (B)(4) compared to a laboratory siemens ca-7000 analyzer with siemens reagent. At 15:47, the customer's meter result was 2.9 inr. The customer's laboratory result within an hour was "2.3 or 2.2" inr. The customer used the laboratory's result to determine medication dosage. The customer's therapeutic range is 2.5- 3.0 inr.